Event description:
It was reported the iui connectors were smoking between two pump modules. There was patient involvement but no harm. Although requested no additional information will be provided by the customer regarding the details, devices have been returned.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information : device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the iui connectors were smoking between two pump modules. There was patient involvement but no harm. Although requested no additional information will be provided by the customer regarding the details, devices have been returned.

Manufacturer narrative:
The actual date of event is unknown. Additional information: manufacturer narrative. Investigation summary: the reported event of the iui connectors smoking was confirmed through the inspection process. However, laboratory testing performed on the returned devices failed to replicate a thermal event. The inspection process on pump module s/n (B)(6) (channel b) found thermal damage on the left iui connector and on pins 15 (common ground) and 14 (+v8 in/out), and 13 (ground). Dried residue was found on pins 13 (ground), 12 (spare b), 11 (unit ID detect output), and 10 (common bus 485). Thermal damage was also observed on the rear case where the left iui connector is seated and iui board. Functional and continuity testing using an ohm meter performed on the iui connectors of the two (2) returned pump modules found no short circuiting across the 15 pins of the affected iui connectors. A review of the device logs showed that the two (2) returned pump modules were attached to the same pcu (s/n (B)(6)) on (B)(6) 2024 at 2:14 pm and were programmed for infusions. There were no recorded errors or interruptions during the programmed infusions. Mms-203810 bd alaris system) bd issued a voluntary recall to address specific cleaning practices as it relates to the bd alaris system, which contain the following notifications related to cleaning: best practices for cleaning bd alaris¿ system devices. Bd alaris¿ system cleaning audit. Bd alaris¿ system cleaning checklist. Bd alaris¿ system iui inspection quick reference. Bd alaris¿ system with guardrails¿ suite mx user manual addendum jul2020. The alaris system user manual v12.1.2 states to ensure that the alaris system remains in good operating condition. Both regular and preventive maintenance inspections are required. Refer to system maintenance for detailed instructions. Perform inspection of the iui connectors and look for fractures on the connectors¿ black-colored plastic. If you see any damage, do not use an instrument with fractured iui connectors. The iui connector must be replaced before the instrument can be used again. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported event of the iui connectors smoking is being attributed to a thermal event on the left iui connector of pump module s/n (B)(6) (assigned to channel b) while it was attached to pump module s/n (B)(6) (assigned to channel a) while in use. Fluids accumulated in the joints of the iui connector may lead to a short circuit. A short may occur internally or externally. An external short occurs when conductive fluid ¿bridges¿ the gap of the two (2) iui connectors, whereas an internal short occurs when fluids are accumulated in the void of the iui connector and bridge the pins. The short circuits produce very high temperature due to high power dissipation and can cause burning or melting of the iui connector. Note that this report lists imdrf annex a040502, a0401, g02017, c0601, c17, d01, d07 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported the iui connectors were smoking between two pump modules. There was patient involvement but no harm. Although requested no additional information will be provided by the customer regarding the details, devices have been returned.